Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported thrombosis cannot be determined. The reported medication and unexpected medical intervention are case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on 28 april 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, thrombus was observed on the steerable guide catheter (sgc) during insertion through the femoral vein. Heparin was administered, and aspiration was performed to remove the thrombus. Per the physician, the thrombus was noted to have migrated from the groin to the right atrium, potentially related to transseptal access or sgc insertion. The sgc was subsequently removed and replaced, allowing completion of the procedure. Post-procedure, the mr was reduced to grade 1. There was no clinically significant delay reported.